Event description:
The patient reported that when trying to deliver a bolus, she discovered that the pump suspended without user intervention on (B)(6) 2012 at 13:01. The patient resumed delivery at 13:48 the same day after contacting animas customer support. There was no reported patient impact as a result of the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button had normal response and the remainder had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.